Event description:
A customer reported that the system locked during a vitrectomy procedure. After a delay of more than 15 minutes, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and found a non-responsive touchscreen but did not have a replacement part on hand to correct the nonconformity. The service request remains open. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. While it is not entirely conclusive, the most likely root cause of the reported event is a nonconforming touchscreen. (B)(4).